Manufacturer narrative:
There have been no issues with any sterile disposable manufacturing lots produced to date. This MDR is being filed after a retrospective review of all complaint reports. Specific devices used not identified because report came from the patient.

Event description:
Patient developed two abscesses (10 days apart) post-treatment that needed drainage. Antibiotics were also prescribed. Routine care was provided; patient was lost to follow-up before complete resolution could be confirmed.